Event description:
According to the reporter, during a sleeve gastrectomy, the handle and adapter got stuck. The firing jammed and shot jagged staples when it finally fired. The device was making noise and vibrating. A different set of powered stapler was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found internal components revealed damage to the oled (organic light-emitting diode) screen and ir (infrared) shield was found.

Manufacturer narrative:
D10 concomitant product: egia60avm - egia60avm egia 60 artic vasc med sulu, lot# unknown sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6) sigpshell - sig power sigpshell control shell, lot# n2j0591y h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no exterior abnormalities. Functionally, the handle was placed on a charger and allowed to charge. When the handle was removed from the charger, the unit successfully passed motor test, but the screen did not illuminate. The device tested satisfactorily on the a1 test fixture and was able to rotate and articulate a reload without issues. The handle had 300 of 300 procedures remaining. Data collected from the handle shows the switch state for the reload going between opened and closed often. A review of the system logs showed that there were instances where the motor was moving in the incorrect direction. The handle was disassembled and conductive debris was found inside which could've caused a short and lead to an incorrect motor movement. It was reported that the device was difficult to fire but completed the firing sequence, it gave an unexpected audible feedback of normal use and was vibrating unexpectedly. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device had cracked screen. Visual inspection noted cracks on the oled (organic light-emitting diode) screen. When the device was powered on, the screen stayed black. Functionally, the rear handle housing was removed and damage to the oled screen and ir (infrared) shield was found. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device was dropped. No enhancements or improvements were generated for the reported condition. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.